Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels dropped to 43 mg/dl due to the controller delivering a bolus independent of the user. The bolus amounts were not confirmed, but the patient did double check all of their settings multiple times. The patient performed a hard reset, but that did not fix the problem. The personal diabetes manager (pdm) will be replaced due to this issue.

Manufacturer narrative:
Updated b5 to more accurately describe incident: it was reported that the patient's blood glucose (bg) levels dropped to 43 mg/dl due to the controller delivering a bolus immediately rather than over an extended period of time, as the user anticipated. The bolus amounts were not provided by the patient, but the patient did double check all of their settings multiple times with their doctor. The patient reset the device but this did not fix the problem. The personal diabetes manager (pdm) will be replaced due to this issue. Correction to the h(6) for the medical device problem code to a141202.

Event description:
It was reported that the patient's blood glucose (bg) levels dropped to 43 mg/dl due to the controller delivering a bolus immediately rather than over an extended period of time, as the user anticipated. The bolus amounts were not provided by the patient, but the patient did double check all of their settings multiple times with their doctor. The patient reset the device but this did not fix the problem. The personal diabetes manager (pdm) will be replaced due to this issue.